Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect free t4 result on the architect i2000sr, serial number (B)(6) . Through an extensive investigation, the fsr found the arc, probe, list number 08c94-47, was dirty and cleaned the part and the valve, manifold kit (rohs), part number 7-77612-04, was replaced due to leaking, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated architect free t4 result for a 34-year-old female patient. The following data was provided (customer¿s normal range is 9.01-19.05 pmol/l): sample ID (B)(6) initial result, on (B)(6) 2024, was 54.34, repeat results were 18.84 and 16.91 pmol/l. There was no impact to patient management reported.